Manufacturer narrative:
Conclusion: the exact cause for the jaw part being broken off cannot be conclusively determined. As per our experience the probable reason could be that the jaw part has been overstressed to such an extent that it finally broke. Since this evaluation indicates no material defect, no defect in design or any defect in manufacturing, we feel that no corrective measure is to be taken.